Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received several inappropriate shocks over the course of two weeks, due to atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed to set one zone after the first shock, then the patient's beta blocker medication was increased after the second and third episodes. No additional adverse patient effects were reported. The device remains implanted and in service.